Event description:
Information was received indicating that a smiths medical portex® bivona® hyperflex¿ tracheostomy tube was reported to not be holding volume. Air was added and yet again was not holding air. After 10 minutes of being in use, a trach tube change out was performed. There were no reported adverse effects.